Event description:
A home patient (hp) contacted (B)(6) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell. The technical service representative (tsr) assisted in clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and then assisted the hp with ending therapy. The tsr had the hp discard the supplies and recommended contacting the nurse about the alarm. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. The registered nurse (rn) stated the home patient (hp) had contacted them about the alarm. The rn was not sure what had caused the alarm and neither was the hp. The hp had continued therapy, no injury or medical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).